Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a gastroenterostomy bypass procedure, the surgeon fired the fifth firing successfully, but the stapling was stopped on the halfway. The staple line was incomplete on the proximal end at 20mm.

Event description:
According to the reporter: during bypass of gastroenterostomy, the surgeon fully fired the fifth firing, however the stapling was stopped on the halfway. They did not check the display screen during the firings. The procedure was completed with another device. The surgical time was extended by less than 30 min. No injury to the patient.